Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been analyzed. During inspection of the available iegms noise was observed in the right ventricular as well as the far-field channel, confirming the clinical observation. However, based on the available data no indication for a device malfunction was found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. During analysis of the returned device data the clinical observation could be confirmed, however no indication for a device malfunction was found. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Noise present on both the right-ventricular and far-field iegms. Noise was reproduced in clinic when the patient coughed. All values and measurements are unchanged and stable since implant. Device expected to be revised.